Event description:
A surgeon reported that the diameter of the sleeve was suspected to be smaller than usual and that irrigation was decreased during the phacoemulsification step of a cataract with intraocular lens implant procedure. The case was able to be completed without exchanging the product. There was no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).